Event description:
The pt has a cholangiocarcinoma and required a transhepatic cholangiogram and external biliary drainage for decompression of the biliary tree to avoid cholangitis and sepsis. During the transhepatic cholangiogram the radiologist used a 6 french catheter and was unable to advance the wire into the duodenum. The radiologist then used a 4 french catheter and was also unsuccessful. Upon removal of the 4 french catheter the tip was missing. The radiologist attempted to retrieve the catheter tip however, the radiologist decided to leave the tip since the pt is a surgical candidate and placed an 8 french catheter to facilitate biliary drainage.